Event description:
It was reported that a fracture of the ventricular lead was suspected. The lead was explanted.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The outer coil filars were fractured at 23.0 cm and the inner insulation was damaged at 23.0 cm to 25.0 cm from the distal end as a result of clavicular crush.